Manufacturer narrative:
Zoll medical corporation evaluated the device and the customers report was not replicated or confirmed. The device was put through extensive testing including bench handling and defib cycle stress testing with the returned multi-function cable without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2020-00990 for a similar event reported from the same customer.